Manufacturer narrative:
H3: product analysis of qc-4-12-helix-cn, lotno:s23km013c as found condition- the axium device was returned for analysis within shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The instant detacher used during the event was not returned for analysis. Visual inspection- the actuator interface was found to be securely attached to the coupler tube. There was no evidence of detachment attempts using an instant detacher at this location. The break indicator was found intact. There were no evidence of manual detachment attempts at this location. The axium pusher was found to be intact with no damages found. The coin was found present and still against the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. No damages or irregularities were found with the implant coil. Testing/analysis -a detachment was attempted using an in-house instant detacher, which successfully detached the implant coil on the first attempt with no issues. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed as the device was returned with the implant coil still attached, however, the cause could not be determined, and the failure could not be replicated as the device detached successfully during in-house detachment testing. The customer reported attempting to detach using one instant detacher and by the manual method five times, however, no breaks were found with the break indicator or with the actuator interface. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment and conformance to specification could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil non-detachment. The patient was undergoing a coil embolization procedure to treat an a2 artery segment unruptured amorphous aneurysm. The aneurysm maximum diameter was 5mm and the neck diameter was 3mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared per the instructions for use (IFU). The coil could not be detached despite 5 attempts to detach the coil manually. An instant detacher (ID) was not used in the procedure. The coil was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional informaiton received reported prior to non-detachment, no issues were encountered. No pushwire damage was observed after removal from the patient.